Manufacturer narrative:
(B)(4). The aware date of the initial manufacturer report was incorrect. The aware date for the initial report is (B)(6) 2016.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation confirmed the reported symptom "door shims" through observation of the direction of flow labels missing. Assignable cause was determined to be an external influence. Missing, broken,damaged or cracked direction of flow label would be considered a risk to patient safety. The label serves dual functionality. One reason for it to be there is to assist the clinician in the proper direction the tubing should be loading and is a mitigation for incorrect set loading. It is also used as a shim and is different on every device. Depending on how the door closes and how it is calibrated is based on the size of the shim. The absence or damage of this label/shim could put the patient at risk by possibly exposing them to an incorrect set load and incorrect calibration. Although the customer reported no patient involvement, the potential hazardous situation related to this event would be flow rate inaccuracy > 10%. Direction of flow labels were replaced and calibrated during the repair process.

Event description:
It was reported that a spectrum pump had missing door shims. It was also reported there was no patient involvement.